Manufacturer narrative:
Integrum was informed 9th of january about fixture loosening (fixture will be removed). Patient has had a history of infections and pain. Infection will be treated by debridement, local and systemic antibiotics. Fixture has been removed in surgery and will not be replaced. No further information will be obtained. Since fixture will not be returned to integrum.

Event description:
9th of january 2020 integrum received information that patient will remove fixture due to fixture loosening. Patient has had a history of infections and pain. Infection will be treated by debridement, local and systemic antibiotics. Batch documentation reviewed. No deviations found in product. Patient had the implant for 14 years and therefore this is not considered an early failure. 4t og (B)(6) 2020 fixture removal surgery performed. Fixture will not be replaced. No further information will be obtained.

Manufacturer narrative:
Integrum was informed 9th of january about fixture loosening (fixture will be removed). Patient has had a history of infections and pain. Infection will be treated by debridement, local and systemic antibiotics. Fixture has been removed in surgery and will not be replaced. No further information will be obtained. Since fixture will not be returned to integrum. Correction: 7th of february. Section d7 updated with correct explant date, due to typo.

Event description:
9th of january 2020 integrum received information that patient will remove fixture due to fixture loosening. Patient has had a history of infections and pain. Infection will be treated by debridement, local and systemic antibiotics. Batch documentation reviewed. No deviations found in product. Patient had the implant for 14 years and therefore this is not considered an early failure. On (B)(6) 2020, fixture removal surgery performed. Fixture will not be replaced. No further information will be obtained.